Event description:
Information received that the head hi/low was drifting slowly. No injury reported.

Manufacturer narrative:
Technician found that the head hi/low was drifting slowly down. Requested that they check the head hi/low down valve and the em trend valve. Repair not yet complete.